Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter read inaccurately high compared to a laboratory device. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began about 3-4 weeks prior to contacting lfs. The patient reported the subject meter read ¿30 mg/dl¿ more than the laboratory device; however, specific results were not provided. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. The patient was reportedly ¿undersugar¿ and claimed he felt symptoms of sweating, shaking and dizzy. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.